Event description:
Adverse event(s): "none" (no known adverse event). Product problem(s): "device problem as reported" (fluid leak (B) (4)). During the set up and priming of the constellation, it was noted that there was a cassette fluid leak. The machine was switched out and the case was performed on another instrument.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).